Manufacturer narrative:
Device not returned at time of this report. . If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that during set inspection it was found that the end of the inserter screwdriver broke off at the tip.

Manufacturer narrative:
The reported event could be confirmed, since the screwdriver is broken at the tip. The device inspection shows that the screwdriver was returned and is broken at the tip. Clear indications of over torque prove that the application of an excessive mechanical load is at the root cause of this event. Therefore, based on investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that during set inspection it was found that the end of the inserter screwdriver broke off at the tip.